Event description:
Boston scientific crm received information that the right ventricular (rv) lead impedance measurements have steadily increased since the implant of the new competitor device, reaching greater than 3000 ohms. No noise has been observed or recreated with isometrics and threshold measurements are stable and within acceptable limits. A connection issue could not be ruled out and left to physician discretion to monitor or perform further lead evaluations. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.